Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitor (cgm) sensor signal loss to the ilet for brief periods following a recent sensor change, indicating a sensor communication issue rather than a pump malfunction. Symptoms included no alerts from the pump other than routine change reminders. Outcomes included the need for troubleshooting guidance and education. User support included review of pump reports and provision of user education on proximity and minimizing wireless interference. Investigation of this case revealed intermittent sensor-to-pump communication interruptions while the pump functioned as intended without dosing interruption. It was concluded, based on previously established findings for similar reports, that the cause was sensor communication variability external to the pump.

Manufacturer narrative:
Initial.